Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced mesh erosion and exposure, vaginal bleeding and discharge, incontinence, pain, suburethral inflammation, non healing incision and sinus tract on each side of the urethral opening. Revisions of the mesh were performed and vaginal foreign body was removed.